Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 5157777; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a trial procedure some contracts were left in the patients body from the previous trial. No further course of action will be taken at this time.